Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: 5510f502 triathlon cr fem comp #5 r-cemhyt4n; 5520-b-400 triathlon prim tib baseplate - cemented gdd4ua; 5551-g-320 etriathlon asymmetric x3 patellavmjh. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
The 4x12 cs was removed during I&d for infection. No claims made against device.